Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 27.9 mmol/l (system 1) and 12.4 mmol/l (system 2). Results were obtained using the same vial of strips. No adverse event reported. Return of the suspect device was requested for evaluation.